Event description:
It was reported that the device had an auxillary control unit watchdog failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The device was received in good condition with no appearance of any physical damage. Error codes were found in the event history log (ehl). Functionally, a power up and audio test was performed during which the customer reported problem of acu watchdog alarm at power up could not be duplicated. The acu watchdog is a sympathy alarm that is sympathizing with the primary audible alarm post. The audio test passed. The root cause of the intermittent issue could not be determined as no problem was found. No repair was needed due to no problem having been found. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received on 28-nov-2022 via email and attached to complaint object: no patient involvement was reported. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: date received by manufacturer: 11/21/2022. H3: device evaluated by manufacturer: device evaluation anticipated, but not yet begun.